Manufacturer narrative:
(B)(4). G2: foreign: norway h6: component codes: mechanical (g04) - drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was over used and was giving some metal-spoon. It was not used during a surgical procedure. There was no patient involved.